Manufacturer narrative:
All available information was investigated and the reported unintended movement of clip open during efaa and difficult to open or close (clip jumping) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the reported unintended movement of clip open during efaa and difficult to open or close (clip jumping). There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4+ degenerative mitral regurgitation (dmr) and calcification for a mitraclip procedure. An ntw grasped the leaflets. Pre-deployment establish final arm angle (efaa) was being performed when the clip abruptly opened from <60 to 180 degrees. Troubleshooting protocol was performed. During a second attempt to perform efaa, the clip did not fully open, but relaxed to approximately 60 degrees. It was decided to remove and replace the clip. The replacement was successfully implanted and the mr was reduced to grade 1+. The patient remained stable.